Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor reading were constantly off from her blood glucose readings. Customer states the insulin pump tries to go into threshold suspend when her blood glucose was not low. Customer states she has stopped using the sensor because of continues issues for two and three weeks. Customer current blood glucose was 149 mg/dl. No further information reported.